Event description:
As reported via medwatch (mw5088862): "pt in operating room for fixation of left periprosthetic distal femur fracture. When the surgeon was attempting to place the oblique screw, he noted that the pt's knee arthroplasty blocked the trajectory of the drill bit. The drill bit fractured upon attempting to pass the knee arthroplasty. It was removed, and the fragment of the drill bit was able to be retained and removed from the knee. Surgery proceeded without further incident. No harm to pt."

Manufacturer narrative:
The reported event could not be confirmed. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown

Event description:
As reported via medwatch (mw5088862): "pt in operating room for fixation of left periprosthetic distal femur fracture. When the surgeon was attempting to place the oblique screw, he noted that the pt's knee arthroplasty blocked the trajectory of the drill bit. The drill bit fractured upon attempting to pass the knee arthroplasty. It was removed, and the fragment of the drill bit was able to be retained and removed from the knee. Surgery proceeded without further incident. No harm to pt."